Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Bloody liquid drained during the test. Adjustment test: the m. Blue valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve operates within the accepted tolerance in both positions. Internal inspection : after dismantling of the valve, bloody deposits were found in m.blue. Results: for the sake of completeness and transparency, we would like to point out that an adjustment test and permeability test were already carried out at the hospital after the revision. Based on our investigation, we can determine deposits in the valve. The deposits had no effect to the technical characteristics at the time of the examination. How the aforementioned functional impairment occurred is not clear to us at the time of the investigation. Deposits by substances naturally occurring in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of protein can compromise the integrity of the valve. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue (part # fx800t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system was believed to be operated in underdrainage and difficult to adjust. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 41 years, height: 180 centimeters (cm), weight: 100 kilograms (kg), gender: male. Same patient as medwatch # 3004721439-2022-00222.